Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the sample received indicates that the male luer connection at the distal end of the infusion set cracked into an extension set submitted by the customer. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for the issue seen in this complaint is an excessive force use to disconnect the male luer connection to the female connector. When excessive force is applied to separate the male luer connection from a female luer connection, the force can cause the tubing of the male luer adapter to break off.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing broke and leaked. The following information was provided by the initial reporter: it was reported by the rn that the tubing broke off at the connection of the tri-set which resulted in leakage. Event details: the tubing from the tpn broke off at the connection of the triset. Per bedside rn, patient was in bed when she did her hourly check and noted the sheets to be wet under PICC line; the line had been hy-taped for securement and this was still intact , however she noted the line to be broke apart at junction of tpn tubing and tri-set; she had checked line one hour prior and no leaking noted; tpn rate at 62 ml/hr. Charge rn and np were notified and pharmacy made new tpn; cap was disinfected and tubing changed. The tubing set up is in the h5b educator office . The patient had been up in chair earlier in the day with no evidence of line pulling noted during chair to bed transfer.